Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
The trial patient reported they were feeling some pain and needle pricks on the left side. They also stated that the stimulation had moved up their lower back on the right side. It was noted the patient thought the leads were moving. Additional information was received from the manufacturer representative reported that the left lead seemed to not be as comfortable as the right. The trial patient was getting symptom relief from the right so they didn't use the left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.